Event description:
The medical affairs specialist attempted unsuccessfully to speak to the pt for more clinical info. A letter has been sent as a second attempt to reach the pt. The pt contacted lifescan alleging that the meter does not power on. There is no info on how long the meter did not power on. The pt felt tired and took her medication after attempting to use the meter. She vistied a medical professional and was given medication. The pt was not tested on another device. The battery was replaced less than a year ago and the battery contacts were in good condition. The meter dos not power on by pressing the power button. The pt was unable/unwilling to verify if the pt was using the correct test strips. Customer services sent the pt a replacement meter and test strips.